Manufacturer narrative:
The reported event of "helix would not extend" was confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The cause of the reported event of "helix would not extend" was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Interrogation of the device revealed that r-waves sensed by the right ventricular lead were small, but were not undersensed. Additionally, the lead was oversensing post-sensed t-waves. The lead was to be revised, but during the revision procedure the lead helix would not extend, so it was explanted and replaced. There were no patient symptoms or consequences.